Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used during a stent placement procedure in the common bile duct (cbd) on (B)(6) 2013. According to the complainant, the stent was being placed to treat a 5cm stenosis and obstruction in the middle bile duct due to hepatocellular carcinoma. Reportedly, the patient anatomy was mildly torturous and had not been dilated prior to the procedure. During the procedure, the physician attempted to deploy the stent in the desired location. The stent could not be deployed and was ¿stuck¿ inside the sheath. The stent was removed from the patient fully constrained on the delivery catheter. Another wallstent biliary stent was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that some distal stent wires were damaged and perforated the outer sheath.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the stent was received fully mounted on the delivery system. It was noted that several distal stent wires had perforated the outer sheath and that the outer sheath was kinked distal to the mounted stent. During analysis it was not possible to deploy the stent due to the stent wire perforation. The shaft was dissected proximal to the guidewire access sleeve and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted in movement of the outer sheath of the proximal end of the shaft after it had been dissected. The stent wires were severely damaged due to the perforation through the outer sheath. No issues were noted with the inner lumen. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.